Manufacturer narrative:
Customer confirmed there was buildup of eschar on the device during the time of the event. Complaint confirmed from information received from customer. Root cause is user error in not removing flammable material from activation site. Per attached IFU: "fire hazard: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. With sufficient heating, eschar can become a glowing ember and pose a fire hazard both as an ignition source and as a fuel. Keep the electrode clean and free of all debris." This is the first complaint recorded for this occurrence. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that while completed a left video assested thoracoscopy, left lower lobe completion lobectomy, mediastinal lymph node dissection the user was making an incision. Eschar remained on the tip of the electrode and when activated again, the eschar ignited for 2 seconds causing a flame. The surgeon put out the flame and stopped using the device. There was no harm to the user or patient.